Manufacturer narrative:
(B)(4). Additional information: on an unreported date in 2012, the patient experienced peritonitis. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was not reported. Hospitalization, outcome and treatment were not reported. Pd therapy was ongoing. No additional information is available.